Event description:
Customer's mother reported via social media that the customer was hospitalized with severe diabetic ketoacidosis. It was stated that the insulin pump was not delivering insulin and no error alarm was received. Blood glucose value is unknown. Customer was advised to get in contact for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.